Manufacturer narrative:
This is one event for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiopulmonary arrest on (B)(6) 2013 and subsequently expired after the use of the product.